Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was unknown. Customer advised they had surgery and were given steroids by their healthcare provider which resulted in high blood glucose levels. Customer advised their doctor rose the basal rate however it was not enough and the patient had high blood glucose levels. Customer disconnected the call without giving any further information.